Event description:
Per the clinic, the patient fell and hit his head causing the internal device to migrate. The patient is still benefiting from device use; however, the patient's family requested for a revision. The device was repositioned under general anaesthesia on (B)(6) 2023. The device remains implanted.